Manufacturer narrative:
Follow-up information received from nurse on 05-jan-2015: the patient´s medical history included allergy to bactrin, to sulfa and to white rice. The patient did not smoke and did not drink alcohol. It was reported that essure was placed in 2011 for permanent contraception. In 2014, patient went to doctor because of pelvic pain. A nickel allergy test was done and the result was negative. A dx lap and tlh were done. On (B)(6) 2014, essure was removed and a hysterectomy was done. During procedure, essure coil was noted to be in the surface of the right cornua. Uterus was removed with essure and pain subsided. Device malfunction was reported. Follow up 13.jan.2015: no new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This pain led to hysterectomy and during the surgical procedure, it was noted that essure coil was evident at the surface of the right cornua (interpreted as device dislocation). Both events are serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient went to physician's office complaining about pelvic pain. 5 months later, hysterectomy was performed due the pain and the micro-insert was found at the surface of the right cornua. The devices were removed with uterus. Based on provided information and nature of the events, causality is assessed as related to essure use and since required intervention was reported, the case is regarded as incident. Technical analysis concluded unconfirmed quality report. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected. Case closed.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 for sterilization. The nurse reported that patient with essure had hysterectomy on (B)(6) 2014 due to pelvic pain. During the hysterectomy, it was noted that the essure coil was evident at the surface of the right cornua. The coils came out with the uterus (hysterectomy with removal of both essure coils.). Her essure was inserted by another doctor. She went to the clinic as a new patient on (B)(6) 2014 complaining of pelvic pain. Follow up 04.dec.2014: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This pain led to hysterectomy and during the surgical procedure, it was noted that essure coil was evident at the surface of the right cornua (interpreted as device dislocation). Both events are serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient went to physician's office complaining about pelvic pain. Five months later, hysterectomy was performed due the pain and the micro-insert was found at the surface of the right cornua. The devices were removed with uterus. Based on provided information and nature of the events, causality is assessed as related to essure use and since required intervention was reported, the case is regarded as incident. Technical analysis concluded unconfirmed quality report. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.